Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states for the last week, the system keeps stopping on them. Pt states says checking recharger and reposition or there's a problem and starts over and maybe will work and just quits. Pt states they hear a beep and says something is wrong. Pt states maybe 1 week or so going through cancer treatments and cant keep track. Pss putting unknown for date. Pt states they do notice the paddle getting hot and states they try it on the skin and or thin underwear. Pt states they tried to charge on skin when acting up and the paddle did get hot. Pt states used to pick up and charge real quick. Pt states seems to be taking long time to find the device when sitting on paddle takes awhile to find ins. Pt states at times will put pressure on the paddle. Pt states they doesn't like using the belt and just prefers to recline on the rtm. Pt states they have a major surgery coming up and doesn't want to deal with this. Pt states seems to just take longer to find their ins. Pss had patient check connections of the pins and to blow in the pins and clean off. Pt states there is no visible damage to the rtm. Pss also had patient reset equipment plug to wall without battery to do a hard reset. Pss also reviewed to place the rtm over ins in a different spot to see if this helped any. The troubleshooting steps that were taken on the call resolved the issue. Pt was seeing excellent to good and was charging during call and at times would loose connection however started charging and the whole time. Pt states this is what normally does find ins and charges and than stops and beeps. Pt kept pushing for replacement rtm pss reviewed back order. Additional information received from the patient (pt) reported that they were getting messages when recharging of system error call medtronic while with the representative and it was taking forever to charge. The implant battery did not charge completely so pt went to charge their implant battery last night and they could not get it to work, it was acting up again and it kept saying system trouble and was slow to respond. Pt noted even when trying to get it to connect to the implant it would disconnect, when trying to recharge the implant it would also just say recharging and not show a charging quality. Pt said the equipment was untrustworthy and they thought they needed a replacement. This morning the pt was able to get a connection and recharge. During the call pt was experiencing intermittent charging where it would show recharging then say no device found. Pt noted it was also taking a long time to find the device. Ps closed case.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) found a recharger failure, poor recharge quality error. No anomalies were visually observed. Rms voltage at the h field probe failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.